Event description:
It was reported that an alert for out of range, high defibrillatory lead impedance was observed on (B)(6) 2023 remote transmission on the right ventricular (rv) lead, though the defibrillatory lead impedance value was noted to be in range. No changes were made. The rv lead was being monitored. The patient was stable.